Manufacturer narrative:
Company representative evaluated the unit. Corrections included tightening fastener on loose module on the passport 2 monitor. Verified proper operation.

Event description:
Customer reported passport 2 monitor showed error message, which may have affected co2 monitoring. No patient injury was reported.